Manufacturer narrative:
The returned product was evaluated and the investigation of the cannula assembly discovered a tear on the exposed portion of the soft cannula. The tear diverts fluid from leaving the fluid path via the distal tip of the soft cannula. Although damage was observed to the exposed portion of the soft cannula, the timing and cause could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patients blood glucose level rose to 26.7mmol/l (480.6 mg/dl) while wearing the pod between 4 and 24 hours on the arm. There was insulin leaking noted at the site.